Manufacturer narrative:
In additional manufacturer narrative, remove the statement "according to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to aortic expansion." Add the statement "according to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to aortic expansion and endoleak."

Event description:
On (B)(6)2017, the patient underwent treatment of a thoracic aortic aneurysm proximal to the brachiocephalic trunk, distal to the sinotubular junction (zone 0) using gore® tag® thoracic branch endoprostheses. On (B)(6) 2017, pre-treatment imaging showed that the maximum aneurysm/ lesion was 66mm. The patient had a history of the aneurysm enlargement from 71mm to 103mm. Based on the physician notes, no endovascular procedures in the aortic arch that would be related to this aneurysm were performed. On (B)(6) 2022, the maximum aneurysm/ lesion was 103mm. According to the physician, the cause of the aneurysm enlargement is unknown. There is no clear endoleak seen on cta. There is no evidence of infection. No treatment was planned. The patient is doing well. The physician is monitoring the patient.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The code was used to explain that no treatment was reported and the physician is monitoring the patient. According to the physician, the cause of the aneurysm enlargement is unknown. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to aortic expansion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.